Event description:
The customer reported that two drops of fluid leaked from the probe of the coulter act diff analyzer and onto the counter during startup cycle. The customer indicated that startup results for hemoglobin (hgb) and platelet (plt) failed at the time of the event. The customer was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed the leak the probe cause by backpressure from the diluent filters. The fse replaced the diluent filters to resolve the leak. The fse also bleached the analyzer to resolve the platelet (plt) background issue and replaced the white blood cell (wbc) bath to resolve the hemoglobin (hgb) background failure. The fse verified the repairs as per established procedures and results met published specifications. Failure mode of the leak is attributed to the diluent filters which caused the probe to drip. The fse also bleached the instrument to resolve the plt background issues. Although replacement of the wbc bath resolved the hgb background failure, poor probe wipe can also attribute to the hgb issue. (B)(4).